Event description:
It was alleged that the infusion device was not delivering insulin and that this happened twice. The patient experienced elevated blood glucose levels as high as 530 mg/dl even after bolusing to correct elevated levels. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The first time the alleged issue happened at home, the second time during a "school practice" at a pharmacy.